Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber broke inside the patient because it hit a prostate stone after 221,450 joules and 22:30 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.